Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had been intermittently going into comm loss during the previous two weeks and wanted to pull the device event logs to see when these comm loss events had occurred. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The device logs were not sent in for investigation into the communication loss issues. Comm loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that particular device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device or user error. Comm loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference that may cause signal loss. Other devices on the hospital network may also cause interference which could also cause comm loss or signal loss. Comm loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. A serial number review of the reported device does not reveal additional related complaints. Comm loss could not be confirmed for this complaint. Most network and comm loss issues are due to hospital network settings, connection errors, or other use errors. Issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had been intermittently going into comm loss during the previous two weeks and wanted to pull the device event logs to see when these comm loss events had occurred. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they wanted to pull the event log or the last 24 hours. They wanted to know if they can print out logs that would show when this central nurse's station (cns) would go into communication loss within the last 2 weeks. Nihon kohden technical support (tech support) informed them that there are only 2 options. The first option is to look at a patient tile and check the event list. This would tell them when this tile went into comm loss. That may give them a clue as to when the cns went into comm loss. However, this option only lets them go back to 5 days. The other option would be for them to get the cns logs and our qa team can look at the logs and see what it tells them about the cns going into comm loss. They stated they would have to make a few calls to see how they want to proceed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they wanted to pull the event log or the last 24 hours. They wanted to know if they can print out logs that would show when this central nurse's station (cns) would go into communication loss within the last 2 weeks. Nihon kohden technical support (tech support) informed them that there are only 2 options. The first option is to look at a patient tile and check the event list. This would tell them when this tile went into comm loss. That may give them a clue as to when the cns went into comm loss. However, this option only lets them go back to 5 days. The other option would be for them to get the cns logs and our qa team can look at the logs and see what it tells them about the cns going into comm loss. They stated they would have to make a few calls to see how they want to proceed. No patient harm was reported.